Event description:
Note: this record represents the first of two suture cinches. It was reported to boston scientific that a suture cinch was utilized in a endoscopic submucosal dissection (esd) procedure on (B)(6) 2026 for an emr closure. During the procedure utilizing an x-tack, the physician placed four tacks and proceeded to the final step to cinch closed; however, the suture cinch failed. The staff was able to walk through troubleshooting steps allowing them to manually release the cinch and cut the suture. The physician then utilized an additional x-tack because the first device did not sufficiently close the defect. The second cinch also failed and required manual deployment. The procedure was completed. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a050702 captures the reportable event of failure to cut. Imdrf code a150101 captures the reportable event of failure to deploy. Imdrf code a0401 captures the reportable event of cinch wire break. Imdrf code f2301 captures the reportable event of additional device required.